Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose (bg) level ranged from 349-529 mg/dl. Customer delivered a bolus to address high bg. Customer reverted to manual injections for insulin therapy.